Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing on the right atrial channel. It was determined that this was due to programing of the device. Troubleshooting was discussed. This device remains in service. No adverse patient effects were reported.